Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use device, device discarded.

Event description:
The consumer reported false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Another covid-19 test was performed on (B)(6) 2023 at the doctor's and that generated a negative result. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact to treatment.

Event description:
The consumer reported false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2023 on a nasal swab. Another covid-19 test was performed on (B)(6) 2023 at the doctor's and that generated a negative result. The consumer confirmed there was no patient harm due to the test results. Additionally, the consumer confirmed there was no delay or impact to treatment.

Manufacturer narrative:
Testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 225209 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 / lot 225209 and device part number 195-430h / lot 220866. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.e3 - occupation. H3 other text : single use device, device discarded.